Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause of reported tissue injury could not be determined. The reported mitral regurgitation (mr) was a cascading effect of tissue injury. The reported patient effect of mr and tissue injury are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage and recurrent mitral regurgitation. It was reported that the initial mitraclip procedure was performed on (B)(6) 2021 to treat degenerative mitral regurgitation (mr) with a grade of 4+. It was noted prolapse anterior. One clip was successfully deployed, reducing mr to 1. Then on (B)(6) 2021, the patient returned for a follow-up. It was discovered that the mr increased to 3 and a small perforation was observed though the posterior mitral leaflet. The clip remains stable on both leaflets. Additional treatment was not performed. The patient was sent home. No additional information was provided.